Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal the string broke off of a tampon leaving the pledget inside her vaginal cavity. She stated the pledget was too high for her to remove herself so she went to urgent care for removal. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.